Event description:
On october 8, 2024, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The sensor replacement alert was first presented to the user on (B)(6) 2024, day 20 after insertion. The RMA was authorized for the return of sensor for further investigation.the sensor was returned and tested in-house, and the review of investigation analysis did not reveal any malfunction of the sensor. This may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab. A review of the raw sensor data indicated that the sensor was taking longer than normal to settle after insertion a potential root cause for this slow recovery post-insertion is coagulated blood from the insertion process interfering with the interface of the hydrogel. As part of resolution, the RMA was authorized for sensor replacement. B4.date of this report 03 january 2025. G3.date received by the manufacturer? 03 january 2025. D9 device available for evaluation? Yes on 26 november 2024. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.